Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue while performing a device check in clinic. Programming changes were made and bluetooth was restored without issue. There were no patient consequences.